Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were admitted hospital due to high blood glucose on (B)(6) 2022 with blood glucose of 500 mg/dl. The customer did experience any symptoms of high blood glucose such passed out. The customer was treated by intravenous insulin drip. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. No further complications were reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the back (serial number) and was hospitalized for high bgs found on (B)(6) 2022. Also, on (B)(4), svn# (B)(6). Customer returned pump for an alleged battery cap cracked/damaged and failed batt test or battery failed alert found on (B)(6) 2022. Unable to confirm battery cap damage due to pump received without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. Pump was received with a serial number label fading. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08635 inches. The pump was monitored for several hours and no unexpected failed batt test or battery failed alert noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert/replace battery now alarm and failed batt test or battery failed alert recorded in the formatted history file for the event date of (B)(6) 2022. However, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 07:00:34.000 to (B)(6) 2022 07:04:18.000. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 22:32:00.000, (B)(6) 2022 21:21:00.000. Failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2022 07:02:21.000, (B)(6) 2022 07:02:37.000, (B)(6) 2022 07:03:06.000, and replace battery alert was recorded and found in the formatted history file on: (B)(6) 2022 08:03:00.000, (B)(6) 2022 06:52:00.000. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2022. There was no power data available for the event date of (B)(6) 2022. Unable to check power data for low battery alert, failed batt test or battery failed alert and replace battery alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, vibrator assembly and battery tube assembly noted. Force sensor zero offset within specification (21.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm battery cap damage due to pump received without the original battery cap. Cosmetic damage was confirmed at the back (serial number) of the pump. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Failed batt test or battery failed alert was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.